Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b31 occurred and therefore no image was displayed with damaged fiber bonding in the outer tube area (distal end) and broken video cable. Based on the results of the investigation, it is likely the following led to the malfunction caused due to component failure. However, for poor quality image, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that rigid video telescope had poor image quality. The event occurred during inspection for use. There were no reports of patient involvement.